Event description:
A surgeon reported a patient with undercorrection of cylinder six weeks following refractive laser treatment. The laser was programmed to treat 2.75 diopters of cylinder and the outcome was 1.50 diopters of cylinder. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information, at this time additional information was not received. (B)(4).